Event description:
It was reported that the rigid video laparoscope had blurry vision and a bent endoscope eye. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 corrected fields: e1 establishment name and address the device was returned to olympus for inspection, and the reported blurry image was not confirmed. However, the bent endoscope was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the bent endoscope eye was dents and bents on outer tube. Additionally, the most probable root cause of the fiber breakage and dents on distal frame and edge was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.